Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: na.

Event description:
The customer stated that they received questionable results for a total of 9 patient samples tested for ise indirect na for gen.2 (sodium) on a modular ise module. Of the 9 patient samples, 4 were found to have erroneous sodium results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 132 mmol/l accompanied by a data flag. The sample was repeated, resulting as 138 mmol/l. The second sample initially resulted as 135 mmol/l accompanied by a data flag. The sample was repeated, resulting as 139 mmol/l. The sample was repeated on a different analyzer, resulting as 141 mmol/l. The third sample initially resulted as 134 mmol/l accompanied by a data flag. The sample was repeated, resulting as 140 mmol/l. The sample was repeated on a different analyzer, resulting as 143 mmol/l. The fourth sample initially resulted as 166 mmol/l accompanied by a data flag. The sample was repeated, resulting as 140 mmol/l. The sample was repeated on a different analyzer, resulting as 141 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the analyzer was contaminated and the pinch tubing was not performing correctly. He cleaned the ise dilution cup area, performed multiple primes, changed the pinch tubing, and primed a maintenance rack. The customer had no further issues after the service actions were performed. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was not provided. Fluctuating calibration recovery was observed and can be an indication for potential contamination of the ise. The high result on the fourth sample indicates a ise/reference flow or grounding issue.